Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "pump not recognizing when the door is closed" was confirmed through eval. Eval experienced a "door not fully latched"" alarm caused by a loose upper link screw. This alarm corresponds with reported symptom. The alarm was resolved during eval by adjusting the screws. After the screws were adjusted, the door was performing as expected. The link screws were replaced during the repair process.

Event description:
It was reported that a spectrum pump was not recognizing when the door was closed. It was also reported that there was no pt injury.